Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of the blurry image due to a damaged charge coupled- device unit was not confirmed. The image was blurry due to a cracked objective lens. The contact pin of the electrical connector was skewed. The scope cover was deformed. The angulation was reduced and had play. The water feeding was slightly poor, but the fault was not obvious. The nozzle was not deformed or clogged with foreign material. The insertion section was scratched and worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera gastrointestinal videoscope presented a blurry image due to a damaged charge-coupled device unit. The issue was detected during reprocessing. The intended diagnostic gastroscopy procedure was completed with another scope and the evis lucera video system center with no surgical delay. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling, leading to the cracking of the lens - this caused the image to be blurry. The user can detect the event properly by device handling in accordance with the following (IFU): ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the user can reduce and prevent occurrence of the event by device handling in accordance with the following IFU: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.